Manufacturer narrative:
B4:(B)(6)2021 an authorized service personnel (asp) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition.the asp replaced the touchscreen to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device's touchscreen was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.